Event description:
It was reported that the bd phaseal¿ spike connector experienced a spike breaking off. The following information was provided by the initial reporter: when the hcp engaged an injector to c180j, the c180j was broken apart.

Manufacturer narrative:
H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the connector was not properly assembled onto the spike. While there were traces of the solvent used to adhere the two pieces, it was noted to be an insufficient amount. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues were found. As the lot involved in this incident is unknown, a device history review could not be performed. Although we could not identify a direct issue, it was determined this incident was likely related to a failure in the dispenser that doses the solvent, resulting in the improper assembly of the connector onto the spike. A project has been initiated to further investigate and prevent any reoccurrence of this issue. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ spike connector experienced a spike breaking off. The following information was provided by the initial reporter: when the hcp engaged an injector to c180j, the c180j was broken apart.